Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implanted insertable cardiac monitor (icm) device was causing the patient discomfort. The patient reported they can feel the icm device and potentially want it removed. The boston scientific representative provided the patient was seen at their following clinic and the plan is continue monitoring. Additional information provided the physician has since explanted the icm device due to patient discomfort. Device has been returned and analysis has been performed. No additional adverse patient effects were reported.

Event description:
It was reported that this implanted insertable cardiac monitor (icm) device was causing the patient discomfort. The patient reported they can feel the icm device and potentially want it removed. The boston scientific representative provided the patient was seen at their following clinic and the plan is continue monitoring. Additional information provided the physician has since explanted the icm device due to patient discomfort. Device has been returned. No additional adverse patient effects were reported.